Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-may-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving baclofen (250 mcg/ml at 12 mcg/), clonidine (500 mcg/ml 24 mcg) and fentanyl ((250 mcg/ml at 12 mcg/) via an implantable infusion pump. It was reported that during a pump replacement surgery the catheter was unable to be aspirated of cerebrospinal fluid. The existing 8709 catheter was replaced. It was noted that the device was discarded of.